Event description:
The report stated that following the radio frequency ablation procedure, the pt's thigh where the return electrode pad had been placed had a 2nd degree burn.

Manufacturer narrative:
(B)(4).